Manufacturer narrative:
The device was not returned for evaluation. An event regarding alleged damage (crack/fracture) of a scorpio insert was reported. The event was confirmed. Method & results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: review of medical records by a consulting clinician indicated: as we do not have any other clinical information about this patient, such as weight, comorbidities, activity levels, other trauma, etc. It is impossible to determine the exact cause of the fracture. " device history review: confirmed all devices accepted into finished goods conformed to specification complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: the event was confirmed. Review of medical records by a consulting clinician indicated: "the patient had a right total knee on (B)(6) 2007. Seven years later, there is a fracture of the x3 poly insert. This is confirmed at revision surgery on (B)(6) 2015. The precise cause of the fracture is undetermined, however, there are two possible contributing factors: the anterior subluxation of the components is compatible with a tight pcl, which can increase forces on the poly; and the slight varus alignment of the components may also create increased forces about the joint. Both of these technical issues may have contributed to the fracture of the polyethylene,. Alternatively, the fractured component may have been the result of a traumatic event, such as the fall on (B)(6) 2015. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that surgeon revised the poly in the patient's right knee.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that surgeon revised the poly in the patient's right knee.